Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported it happened intermittently. Mostly during the power cycle of the cv-190 and that fixes the error code's re-appearance. Tac instructed the customer that stimulate the rebooting of the unit and the error code will reset accordingly. To simply press the es c key to acknowledge the error without any power cycle. Blowing air to the scope socket and ensure there is no moisture or dust is accumulating in the area. The customer responded in follow up communication that the problem was isolated to 2 scopes. To resolve the problem, the scopes were returned to olympus and repaired.

Event description:
The customer reported to olympus that during an unspecified procedure, b30(scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event. This is report #1 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the flow issue could not be determined. It is possible that the problem was caused by the scope. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 8 replacement of consumable items. 8.4 replacing the water filter (maj-824 or maj-2318). To prevent contamination of the rinse water, the water filter should be replaced every month when the prefilter is not used or every six months when the prefilter is used.¿ we presumed that the suggested event occurred due to clogged water filter. As a cause of the clogging, it was possible that the user did not read IFU carefully and lacked knowledge of replacement time of water filter." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on new information about the event.

Event description:
The intended procedure was a diagnostic colonoscopy. The procedure was delayed. The device was inspected before use and was found to be in good working order.